Event description:
The physician reports delivering the crystalens into the eye, using the crystalsert lens injector system. The lens would did not fit properly, and the lens was removed and replaced, but the second lens did not fit properly either. No lens damage was reported. The intraoperative lens exchanges necessitated a vitrectomy. A different lens model was implanted successfully.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings.